Manufacturer narrative:
The reference (B)(4) was allocated to this case by rayner. The event description provided to rayner states "injector cartridge rupture, where the iol was expulsed by the open side of the cartridge". Within the initial notification of this case, a video was provided to rayner for review. The video shows significant injector damage. The moveable flap has broken away from the injector system, the fixing on the reverse of the injector that secures the moveable and non-moveable flap together has actually broken in this case and the plunger soft-tip has exited the guide barrel and is protruding out of the loading bay. The damage observed is consistent with damage caused as a result of force being exerted on the plunger at the point the lens became trapped. Further inspection of the injector is planned. The device has been confirmed to be available for return; however, has not yet been received by rayner. The healthcare professional reports that resistance was experienced on injection. The capsular bag IFU states "anticipate an initial slight resistance. Excessive resistance could indicate a trapped lens. If excessive resistance is felt, fully retract the plunger and then advance until in contact with the lens again. If the lens causes a blockage in the injector system, discard the injector". The additional information received from the healthcare facility states that oft-visc ovd was used. This is a hydroxypropyl methylcellulose viscoelastic and rayner ifus recommend the use of a sodium hyaluronate based ovd. The healthcare professional confirms that there was no patient injury as a result of this event. The procedure was able to be completed successfully in the original surgery session using a back-up iol. The condition of the patient post-operatively is described as "great" by the healthcare facility. Our review of production records for the r-inj-04 injector batch b863 showed that all manufacturing and quality checks were conducted with successful results. All injectors released for distribution from this batch met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the r-inj-04 injector (october 2016) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the r-inj-04 injector batch b863.

Event description:
On (B)(6) 2018, rayner's (B)(6) distributor notified rayner of an event that had occurred during use of a single use soft-tipped disposable injector (model: r-inj-04). The event description provided states "injector cartridge rupture, where the iol was expulsed by the open side of the cartridge".